Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of defective item having leakage issue could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22109373 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10

Event description:
It was reported that the bd maxplus¿ positive pressure connector with needleless connector leaked. The following information was provided by the initial reporter: "customer stated that she had originally filed a complaint back in feb 2023... She stated that she received batch#22109373, and is also leaking."

Event description:
It was reported that the bd maxplus¿ positive pressure connector with needleless connector leaked. The following information was provided by the initial reporter: "customer stated that she had originally filed a complaint back in 2023... She stated that she received batch#22109373, and is also leaking."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.